Event description:
It was reported that during a peripheral angioplasty procedure, a guide wire tip detachment occurred. The target lesion was located in an unspecified artery of the right ankle. A 300cm v-14¿ controlwire® guide wire was used to cross the lesion and a coyote balloon catheter was advanced for dilation. As the guide wire was pulled back to inject contrast in the catheter, the physician noticed that the tip of the guide wire was fractured. Retrieval attempts were made however, unsuccessful. The device fragment was left inside the unspecified distal artery. The procedure was completed with another of the same device and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The unit returned with its original pouch. The unit presented the wire kinked and damaged, as part of overall visual revision. The visual inspection revealed that the distal tip detached and bent; moreover, the device returned severely kinked along the body. The device was sent for external analysis (mtac lab) to determine the fracture failure mode. Failure on sample was produced by a torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a peripheral angioplasty procedure, a guide wire tip detachment occurred. The target lesion was located in an unspecified artery of the right ankle. A 300cm v-14 controlwire guide wire was used to cross the lesion and a coyote balloon catheter was advanced for dilation. As the guide wire was pulled back to inject contrast in the catheter, the physician noticed that the tip of the guide wire was fractured. Retrieval attempts were made however, unsuccessful. The device fragment was left inside the unspecified distal artery. The procedure was completed with another of the same device and the patient was stable post procedure.